Event description:
It was reported that the right atrial (ra) lead revealed no capture at max output and the lead was dislodged. The clinician decided to turn the lead off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.